Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 03/20/2018 stating that this lead was not working correctly. Dr. (B)(6) referred her to dr. (B)(6) and conducted tests and determined that there was no real issue, and has a lot of expenses as results. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).